Event description:
A surgeon reported that a system message was displayed and he could not operate. Additional info has been requested regarding pt impact and other details, but no more info was provided.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).